Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell onto the pump, and the touchscreen became shattered. Reportedly, the pump is still functional. Customer removed the cartridge from the pump and received a cartridge alarm 25 (removed cartridge alarm). Customer had elevated blood glucose levels (319 mg/dl). Customer did not have a back up method at the time of the reported issue. Customer went to a clinic and received an injection to stabilize blood glucose levels.